Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown the 510k: this report is for an unknown philos plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a philos plate fractured about six (6) weeks post implantation. Revision was done recently on an unknown date. Concomitant device: screw (part/lot unknown, quantity unknown). This report is for an unknown philos plate. This is report 1 of 1 for (B)(4).